Manufacturer narrative:
Continuation of d10: product ID l-envpro-16; product lot/serial number (B)(6); product type: compression loading system; implant date na; explant date na product ID envpro-16; product lot/serial number (B)(6); product type: delivery catheter system; implant date na; explant date na select patient information cannot be included in the regulatory report due to regional privacy regulations. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) related to CAPA pr 564122. This report is being submitted as part of a retrospective review and remediation per (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve an electrocardiogram (ECG) identified atrial fibrillation. The patient recognized the rapid heartbeats/palpitations and was hemodynamically stable. An angiotensin-c onverting enzyme (ace) inhibitor controlled the frequency, and an anticoagulant also was provided. The atrial fibrillation was not related to the valve rather reported as causal to the procedure. There was no medical history of atrial fibrillation. An echocardiogram identified mild transvalvular regurgitation and mild paravalvular leak (pvl). Treatment was not reported for the transvalvular regurgitation or pvl. Two days following the implant of this transcatheter bioprosthetic valve a fever, elevated inflammatory markers were observed, specific to leukocytes and the c-reactive protein (crp). The crp measure 244.3 milligrams per liter (mg/l) and the leukocytes measured 25.81 total dissolved solids (tds) per microliter (¿l). A chest xray noted a ¿slight¿ pleural effusion and congestion. A pulmonary infection was reported. There was not pathological finding in the urine test. Unspecified intravenous medication was provided. The infection was resolved 7 days later. The cause was not reported. The physician indicated the infection was not related to the valve or the implant procedure. Approximately 1 year and 1 month following the atrial fibrillation onset it was considered resolved.